Event description:
It was reported that ventilator generated alarms for high expiratory minute volume. There was no patient harm. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that ventilator generated alarms for high expiratory minute volume. Our field service engineers investigated the reported ventilator on site. Both gas modules were replaced and sent back to investigation. The returned gas modules have been tested in a ventilator. Both of them passed the pre-use check. No abnormal found during ventilation for 24 hours. They both passed another pre-use check after ventilation. It was not possible to reproduce the reported issue. Therefore, no root cause can be established.